Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump would alarm no delivery during basal when the reservoir gets about half way. Blood glucose value is unknown. The customer stated that she had been using refilled reservoirs. She stated that when receiving the alarms, she refills the reservoir instead of changing it. The alarm history showed multiple no delivery alarms on (B)(6) 2013 and (B)(6) 2013. Troubleshooting was not completed since the customer had already changed the infusion set and reservoir. The customer would change the reservoir and call back if issue recurs. The product was not returned for analysis.